Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a fungal infection was exacerbated by the lifevest equipment. The patient described the area as a fungal infections they developed while in the snf prior to receiving the lifevest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin for the skin irritation. Follow up indicated that the skin irritation improved.